Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the down arrow button was under responsive to button presses. The reporter confirmed that there was no known damage to the keypad buttons and indicated that there was no known moisture ingress to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump keypad was observed to be intact. The keypad buttons were tested and were found to be responding appropriately to presses. The keypad was removed and no button contact defects were found. The pump was opened and confirmed no damage to the keypad flex. Unrelated to the complaint, the battery compartment was observed to be cracked below the bumper pad. The battery cap was not returned; a test cap was inserted and was able to secure appropriately to the pump for testing.